Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and replaced all check valves associated with the rbc (red blood cell) baths.

Event description:
The customer reported erroneous high platelet test results were generated for a single patient sample when using the coulter act diff 2 analyzer. The results were compared to results from the same patient sample rerun on the same instrument. The rerun test results were considered correct. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. Erroneous test results were not reported out of the laboratory with this event. There was no death, injury or affect to patient treatment.